Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Shock lead impedance out of range was noted and the red call doctor was turned off. The lead remains in service. No adverse patient effects were reported.